Event description:
It was reported that pump screen was broken, with touchscreen described as unresponsive and unreadable, although pump still powered on, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation, and replacement pump was provided by distributor, with no additional information available about further actions or outcome.